Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: two opening observed on the anterior side assessed as fold flaw opening and one opening on the anterior side assessed as smooth opening. Pain : unable to observe since it is a medical event and is not related to the device. Additional observation: crease observed inside the device. Wear abrasion observed on the device. White calcification observed. Observed what appears to be like crater appearance on shell surface. No penetrating nick ( stress marks).

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "moderate breast pain." Patient later reported left side deflation. Device remains implanted.